Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt expired due to a brain bleed resulting from falling and hitting her head. The hosp did not suspect the lvad to be attributable to the pt's, brain bleed and subsequent expiration; however, an analysis of the explanted pump was requested due to the pt presenting with elevated lactate dehydrogenase (ldh) levels and the suspicion of thrombus.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.